Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced dizziness and vertigo following implant surgery. The recipient was prescribed methylprednisolone.

Manufacturer narrative:
(B)(4). The recipient was prescribed ondansetron prophylactic for nausea. Advanced bionics considers the investigation into this reportable event as closed. The recipient's symptoms were reportedly not related to the device. The recipient's issues have resolved, the recipient remains implanted. This is the final report.